Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been waking up in the morning with low blood glucose (bg) levels (67 mg/dl). The customer had a seizure one morning with a low bg and was attributed to an underlying medical condition (irregular electroencephalogram). Juice and other carbohydrates were consumed to address the low bg level. The contact wanted to change the basal rate setting on the pump which had been reviewed by a healthcare provider; however, the customer did not have the pump at the time tandem technical support. The contact was to call back if assistance was needed with changing the basal rate.